Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular ports. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also found that three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.